Event description:
It was reported the patient (B)(6) was unable to turn on stimulation. Diagnostics indicated multiple invalid impedance values. Reprogramming was unsuccessful as only partial stimulation could be restored. Per the sjm representative, stimulation appeared to be positional in nature with slight head movements. It was also reported the patient was engaged in laborious activities such as lifting and the patient reported experiencing loss of stimulation after the events. X-rays were inconclusive in confirming lead placement. At this time, the physician intends to perform surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient's leads were explanted and replaced which resolved the issue. Reportedly, the patient had effective stimulation postoperatively.

Manufacturer narrative:
Results: the complaint about ¿ineffective stimulation/ invalid impedances¿ was confirmed. As received, the 3189 lead was visually examined under the microscope and broken wires were observed approximately 24cm from the stimulation end. No functional testing was performed due to the broken wires in the lead .the damage is consistent with an overstress condition while the lead was implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.